Manufacturer narrative:
The returned rad-g was investigated and it was confirmed there was a short inside the power button. This resulted in the on/off button being activated when not physically pressed.

Event description:
The customer reported the rad-g turns off by itself.  There was no patient impact or consequence reported.

Event description:
The customer reported the rad-g turns off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Masimo initiated a recall for this issue and notified us FDA on (B)(6) 2024. The recall number is z-1538-2024. H3 other text : product not returned.